Event description:
It was reported that loss of aspiration occurred. The stenosed target lesion was located in the right lower extremity vessel. An angiojet solent omni was selected for treatment.during the procedure, it was observed that the suction was insufficient, and the device failed to generate an alarm. Despite multiple attempts to resolve the issue, the problem persisted. Upon further inspection, it was determined that the air sac was leaking gas, rendering the device unusable. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. There was no damage to the device. The catheter was successfully functionally tested with no leaks or alarms present.

Event description:
It was reported that loss of aspiration ocurred. The stenosed target lesion was located in the right lower extremity vessel. An angiojet solent omni was selected for treatment.during the procedure, it was observed that the suction was insufficient, and the device failed to generate an alarm. Despite multiple attempts to resolve the issue, the problem persisted. Upon further inspection, it was determined that the air sac was leaking gas, rendering the device unusable. The procedure was completed with another of the same device. There were no patient complications reported.